Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves and ise (ion-selective electrode) reference valves. The fse replaced the buffer valves and ise reference valves to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low na (sodium) results on their au5800 clinical chemistry analyzer. There was no report of change to patient treatment or injury as a result of this event. No patient demographics were provided. The customer did not provide data for review.